Manufacturer narrative:
A tip wrench sample has been rec'd in an open pack. The eval has not been completed yet. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, the fragmatome broke while it was in a pt's eye. Add'l info has been requested regarding the pt's status.